Event description:
While exchanging of the stent delivery catheter the hypotube separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and during the removal the physician was unable to aspirate the vessel. The patient had slow blood flow which was treated successfully with additional stenting and balloon angioplasty to the vessel. The patient is reported to be fine.